Event description:
It was reported that the customer's pump screen was dark and would not turn on. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support advised the customer to contact them during an active issue for troubleshooting.